Event description:
It was reported that the patient was admitted to the hospital with an inappropriate shock from oversensing noise caused by electrical interference. Leakage currents were found in the patient's kitchen and modifications were performed. The patient continued to have episodes caused by interference and lead integrity alerts were triggered often. The patient was also noted to have episodes while working with a concrete drill. Interference was reproduced when the patient was holding the water pump handle. The device was reprogrammed and remains in use. The patient is being monitored regularly and was requested to wear isolating gloves when manipulating electrical equipment. No further patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as 26 ventricular non sustained tachycardia episodes at <=210 ms occurred between (B)(6) 2012 12:04:52 and (B)(6) 2012 14:44:04.